Event description:
It was reported the system had an intermittent loss of image on the left monitor. The left monitor displays the live fluoroscopy image. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video controller board was replaced and the collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.